Manufacturer narrative:
(B)(4). Sample was discarded.

Event description:
During a conversation with the technical service representative (tsr) they had the home patient (hp) push the spike in and turn and reposition the bags, but the spike fell out of the heater bag. The tsr assisted the hp to end therapy and the hp would follow-up with a manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(4) 2010. The hp stated that he could not remember the incident. The hp stated that he would have discarded the supplies and the hp was not using the same box of supplies anymore. The device was discarded, the lot number was unknown, and no companion samples were available for both the cassette and bag. The hp stated that he used to be on manuals, but switched to the cycler about a year ago. The hp stated that he has been doing fine, but had an infection about a week ago. The hp stated that the infection was peritonitis. The hp could not remember the exact date, but stated that the infection started about a week ago. The hp went in to clinic to get antibiotics, and then went in again to get more antibiotics about a week later. The hp stated that he has been doing fine and has been able to continue therapy on the cycler as usual. Additional comments: on (B)(4) 2010 product surveillance contacted the patient's nurse. The patient had a effluent culture done on (B)(6) 2010 it was gram positive staphylococcus. The patient was started on unknown antibiotics. The nurse feels that the peritonitis was caused by touch contamination and the patient has been retrained. The patient is improved and still recovering. There are no allegations against any baxter products in this case of peritonitis.